Manufacturer narrative:
The patient's right tmj devices were removed for an unknown reason. No additional information was provided. Multiple reports were submitted for this event ( see associated report 2031049-2020-00061).

Event description:
The patient's right tmj devices were removed for an unknown reason.